Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID failed on or4, user tried three times to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system biometric identifier gad failed. The technical support specialist (tss) followed knowledge article "bioid lumidigm update package 1.3 release for es-failure recovery fix" to reinstall the bioid drivers and "usb devices and network adapters unresponsive" to disable power management on all universal serial bbus hubs. The system was monitored for several days, and no further errors were observed. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.